Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the reduction forceps with points narrow ratchet 132 mm length was found broken by sterile processing. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: lot number obtained, UDI updated. Date returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Date of manufacture. Corrected data: date reported in previous medwatch was 1/6/2018. Date should have been reported as 1/5/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 398.40, synthes lot number: t149650: release to warehouse date: 02-may-2017, manufacture site: (B)(4), part expiration date: n/a, list of nonconformance¿s: n/a: a review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. No ncrs were generated during the production of this device. Service and repair evaluation: the customer reported the tip of the forceps was found broken. The repair technician reported the tip of the reduction forceps was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was performed. The returned reduction forceps (part 398.40, lot t149650, mfg 02-may-2017) was inspected at customer quality and the complaint was confirmed. Replication is not applicable based on complaint condition. Upon visual inspection, it was noted that the forceps had a broken and missing tip on the right arm. Relevant drawing were reviewed and no design issues were identified. Dimensional analysis was completed, the diameter of the right arm proximal to the break, measured and found to be within specification based on relevant drawing. Material and relevant testing occurred at the time of manufacture and confirmed to have no issues through the DHR review. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped or damaged during sterile processing). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.